Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a bilateral total hip arthroplasty on an unknown date. Subsequently, patient underwent a right hip revision procedure on (B)(4) 2004, due to dislocation and radiolucency and a left hip revision procedure on (B)(6) 2008, due to a loosened stem. The modular head, acetabular cup and stem were removed and replaced during the left hip revision procedure. It has been reported that the patient underwent six additional surgeries prior to the right hip revision procedure. No additional information is available for these previous surgeries.

Event description:
It was reported patient enrolled in a clinical study underwent a left total hip arthroplasty on an unknown date in 1987 and a right total hip arthroplasty on an unknown date in 1980. Patient underwent a right girdlestone procedure on (B)(6) 1987. It was further reported patient underwent right revision procedures on (B)(6) 1994, (B)(6) 1998 and (B)(6) 2004 for unknown reasons. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2004 due to dislocation and radiolucency and a left hip revision procedure on (B)(6) 2008 due to a loosened stem. The modular head, acetabular cup and stem were removed and replaced during the left hip revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-00778 / 00779 & 03292 / 03295).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00778 / 00779).